Event description:
The hospital reported that during preparation for the endoscopic vein harvesting procedure, the scrub nurse inserted the hemopro tissue welder through the cannula port and when she looked at the jaw on the other end, the coating on the jaw was badly torn. Device cannot be used. A second device was opened for the case and half way through the procedure and through the monitor the harvester thought that a piece of the jaw boots was missing from the device. Device was pulled out from the pt, the harvester checked the jaw and there was no missing piece. A third device was opened for the case and the procedure was completed. At the end when the device was removed from the pt, the harvester noticed that a tiny piece of the jaw boot was missing. The procedure was completed and there was no intervention required. No pt complications were reported by the hospital. This report is for the first device.

Manufacturer narrative:
Investigation results: the visual observation showed that the cold silicone jaw boot was torn and a piece of boot was missing from metal jaw. The serrated section (top side) of boot was torn at the tip. The crack/tear pattern of boot pieces that are still attached to the top side of curved metal jaw matched. The bottom section of jaw boot did not form a complete assembly. The missing boot piece was not returned by institution. Further investigation showed residual residue adhesive was present on curved metal jaw at site of torn boot section. The reported failure is confirmed. A review of the finished device lot history record did not reveal any non nonconformance reports, which could have contributed to this complaint.